Event description:
An unknown size conventional bifurcated graft was sewn into the patient for a traumatic event. Additionally 2 aneurx aortic cuffs were implanted for the same event. Approximately 4 years later 2 aneurx iliac stent grafts were implanted for treatment of bilateral iliac aneurysms however, the pt presented with bilateral iliac artery occlusion 2 months later likely due to occlusive disease. It was reported that an axilliary femoral-femoral bypass procedure was successfully performed to restore flow to the iliac arteries. No additional clinical sequelae were reported.